Event description:
Halyard health received a report from (B)(6) stating there was an air leak in the double swivel elbow of the closed suction catheter device. No additional info was provided in regards to the pt's status. Additional info has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the DHR is in progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).